Event description:
It was reported that pericardial effusion occurred. Intracardiac echocardiogram was utilized for imaging during the left atrial appendage (laa) closure procedure. A single transseptal puncture was performed and the 20mm watchman flx delivery system was deployed using the unsheath method at the mid left atrial appendage not deeply seated. The release criteria were met with 20-24% compression and no appreciable shoulder. There was no leak and adequate tug test were performed. Two minutes post release, pericardial effusion was noted in the left and right ventricle while performing a sweep. A pericardial tap was performed and 200cc of blood was removed. The patient was stable and taken to the intensive care unit for further monitoring.